Event description:
A health professional reported that a system had poor illumination during a procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 22, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).